Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 150 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer stated that the insulin pump alarmed change sensor, and when he tried to reconnect the sensor, it would not connect. He noted that the insulin pump had alarmed calibration error twice, which led to the change sensor alarm. The caller was advised to return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.